Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was vibrating and had insert battery alarm. Customer¿s blood glucose level was unknown. Customer reported that they did self-test and the portion of insulin pump was vibrated during vibration test. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.